Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a procedure was completed smoothly with a cutter. Postoperatively, on day 1 and day 3, the patients visual acuity was normal. Postoperatively, on day 5, the patient suddenly could not see things and the doctor confirmed that the patient experienced endophthalmitis. The doctor performed a vitreoretinal procedure to clear the inflammatory materials. It was reported that the patients visual acuity has improved and the doctor continues to monitor the case.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three unopened probes were received for evaluation. The samples were visually inspected and all three samples were found to be conforming. The returned samples were found to be visually conforming, therefore a product issue that could be related to the reported event was not confirmed. However since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint sample was not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Probes are 100% visually inspected during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).